Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins wouldn't charge since a couple days ago, and the patient is not feeling stimulation. The patient stated that the recharger charges up fine. The patient stated that they were able to fully charge the ins last week. The patient stated that they bumped into a door knob a few months ago. The patient tried the recharger and got a poor communication screen and the same on the programmer. The patient is not feeling stimulation, and when stimulation is not on, they have nerve pain down the leg. The patient was sent new healthcare provider (hcp) listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that they attempted to interrogate the neurostimulator (ins) and they weren¿t able to do anything with it. The rep reported that the patient had a fall and the device stopped working. The rep reported that about a month ago, the patient was recharging fine with no issues and suddenly, it stopped. The patient received a new patient programmer (pp), but nothing would connect. The rep reported that they tried to perform a physician mode recharge (pmr) but couldn¿t get the 60 minute timer to come up on the screen, the recharger kept showing the reposition antenna screen. The rep reported that they also saw what appeared to be a ¿cracked battery¿ icon on the pp. The rep reported that there was a triangle in the upper left corner and it appeared the battery was tipped on its side with an arrow to point to other devices. The rep reported that they replaced the pp batteries with no resolution. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-27 (B)(4) (rep): additional information received from the manufacturer representative reported the 60 minutes count down could not be done. The manufacturer representative reported it was done using her device and wanted the patient recharger to be replaced

Manufacturer narrative:
After review it was determined that device code (B)(4) should be removed from the ins and device code (B)(4) applied to the ins instead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins wouldn't charge since a couple days ago, and the patient is not feeling stimulation. The patient stated that the recharger charges up fine. The patient stated that they were able to fully charge the ins last week. The patient stated that they bumped into a door knob a few months ago. The patient tried the recharger and got a poor communication screen and the same on the programmer. The patient is not feeling stimulation, and when stimulation is not on, they have nerve pain down the leg. The patient was sent new healthcare provider (hcp) listings. No further complications were reported or anticipated. Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that they attempted to interrogate the neurostimulator (ins) and they weren¿t able to do anything with it. The rep reported that the patient had a fall and the device stopped working. The rep reported that about a month ago, the patient was recharging fine with no issues and suddenly, it stopped. The patient received a new patient programmer (pp), but nothing would connect. The rep reported that they tried to perform a physician mode recharge (pmr) but couldn¿t get the 60 minute timer to come up on the screen, the recharger kept showing the reposition antenna screen. The rep reported that they also saw what appeared to be a ¿cracked battery¿ icon on the pp. The rep reported that there was a triangle in the upper left corner and it appeared the battery was tipped on its side with an arrow to point to other devices. The rep reported that they replaced the pp batteries with no resolution. No further complications were reported. Additional information received from the manufacturer representative reported the 60 minutes count down could not be done. The manufacturer representative reported it was done using her device and wanted the patient recharger to be replaced. Additional information received from the manufacturing representative indicated that the patient¿s battery was in its first overdischarge. The rep was unable to connect to the ins using the recharger or programmer. They noted that the ins was in overdischarge for about a month and was recovered on (B)(6)2018. The rep mentioned that they were able to perform a physician mode reset with the patient¿s replacement equipment, and the ins was working as intended. The inability to communicate with the ins, and error screens were also resolved with the replacement recharger. The patient was instructed to charge daily for the next 2 weeks to get the battery stabilized. The rep stated that the patient claimed to have to recharge 3-4 times per week for about 4 hours each time, and was asking about switching to the intellis implant, due to their ¿recharging burden.¿ they indicated that the patient will be having surgical intervention on (B)(6)2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s battery was in overdischarge. The rep was unable to connect to the ins using the recharger or programmer. They noted that the ins was in overdischarge for about a month and was recovered on (B)(6) 2018. The rep mentioned that they were able to perform a physician mode reset with the patient¿s replacement equipment, and the ins was working as intended. The patient was instructed to charge daily for the next 2 weeks to get the battery stabilized. The rep stated that the patient was asking about switching to the intellis implant, due to their ¿recharging burden.¿ they indicated that the patient will be having surgical intervention on (B)(6) 2018. No further complications were reported or anticipated.